Event description:
It was reported that the user experienced a low blood glucose event detected on their cgm upon waking, confirmed by a fingerstick of 75 mg/dl and a device value of 55 mg/dl, while using the ilet with fiasp and no recent changes to targets, weight, or settings; the user treated with oral carbohydrates and glucose rose to 90 mg/dl by the end of the call. Symptoms included hypoglycemia. Outcomes included transient low glucose without medical intervention, hospitalization, or assistance. Investigation included complaint intake, user interview, and device-use troubleshooting regarding recent fill tubing, disconnection during fill, meal announcement timing and accuracy, exercise, additional insulin, cgm calibration, and environmental factors. Investigation of this case revealed no device malfunction, algorithm error, or configuration issue, and no contributory user action was identified; the cause of the hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.